Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the monitors were not operating at boot up. There is no report of injury or death associated with this event described in this complaint.